Manufacturer narrative:
Additional information: patient information; brand name; product code; common device name; catalog #; lot #, expiration date; date of implant; PMA/510(k) #; device manufacture date; remedial action initiated; correction/removal rpt number. An event regarding disassociation and altr involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were received for evaluation. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that a patient had a left hip 36mm +5 metal head separated from the stem trunnion. Stem was removed due to trunnion wear. Cup shell was retained and a new liner was implanted. Revision tha due to metallosis. Patient was revised to zimmer and trident x3 liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that a patient had a left hip 36mm +5 metal head separated from the stem trunnion. Stem was removed due to trunnion wear. Cup shell was retained and a new liner was implanted. Revision tha due to metallosis. Patient was revised to zimmer and trident x3 liner.